Manufacturer narrative:
Investigation is on going, and root cause has not been identified.

Event description:
We have become aware of a potential product defect with our record and verify system. Therapist was treating a central nervous system with two opposing lateral brain fields and one pa spine field. The therapist used a gap shift method ( adjusted the y1 jaw to avoid over dose to the spine) several times during the treatment. Therapist enters the room after the lateral brain field is treated and opens or closes the y1 jaws accordingly using the hand control; they also opened the x jaws for better visualization of the gap on the pt's skin and do not return the x jaws back to its original field size. Therapist leaves the room and then accepts to initiate the treatment. A message appears and halts treatment and alerts the therapist that the y1 jaw is out of tolerance, this is overridden by the therapist; however, the second message does not appear for the x jaws that were also out of tolerance. The operator reported that two pts were mistreated with the x jaws opened. The info pertaining to the mistreatment is unk as the facility is currently investigating the two incidences. The potential product issue is currently under investigation and on going and the root cause will be forwarded to the regulatory agency once its been completed.

Manufacturer narrative:
Investigation is on going, and root cause has not been identified.

Event description:
We have become aware of a potential product defect with our record and verify system. Therapist was treating a central nervous system with two opposing lateral brain fields and on pa spine field. The therapist used a gap shift method ( adjusted the y1 jaw to avoid over dose to the spine) several times during the treatment. Therapist enters the room after the lateral brain field is treated and opens or closes the y1 jaws accordingly using the hand control; they also opened the x jaws for better visualization of the gap on the pt's skin and do not return the x jaws back to its original field size. Therapist leaves the room and then accepts to initiate the treatment. A message appears and halts treatment and alerts the therapist that the y1 jaw is out of tolerance, this is overridden by the therapist; however, the second message does not appear for the x jaws that were also out of tolerance. The operator reported that two pts were mistreated with the x jaws opened. The info pertaining to the mistreatment is unk as the facility is currently investigating the two incidences. The potential product issue is currently under investigation and going on and the root cause will be forwarded to the regulatory agency once its been completed.